Event description:
The customer reported a leak coming out from under the coulter act diff analyzer. The leak was a few milliliters in volume and was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) inspected the analyzer and observed that the source of the leak was the probe. The fse replaced the dual diluent filter, water filter, pump molded tube, and check valves. The fse found that the vacuum chamber was not draining. The fse replaced the check valve, cleaned the chamber with bleach, and the chamber began to drain properly. The fse then performed multiple blank sample runs with no evidence of leaking. The fse executed instrument startup and quality controls which generated acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. No discrepant results were generated and recurrence of the leak at the probe is unlikely to cause discrepant results. The cause of the leak is unknown but likely attributed to parts replaced and services performed. (B)(4).